Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose level was not impacted. Reportedly, the customer reloaded the cartridge and resumed insulin delivery.